Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the material like the o-ring dropped into the patient during the diagnostic procedure using the subject device. The user facility then removed the material from the patient. There was no patient injury associated with this report.